Event description:
Patient underwent right total hip revision on (B)(6) 2004. Postoperative diagnosis indicated failure of ingrowth of the acetabular component revised using universal alternate bearing 2-hole component, 58mm outer diameter. MFR ref# 1825034-2005-00002.